Manufacturer narrative:
Additional information section d4 - expiration date and h4 - device mfg date the complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a search for similar complaints, trending review, labeling review, device history record review, and field data review for lot 95417un22. Return testing was not completed as returns were not available. A review of tracking and trending did not identify trends or issues for the complaint product. Device history record review for the complaint lots did not identify any potential non-conformances, deviations, or non-conformances associated with the complaint issue. Review of worldwide customer data was used to assess the historical performance of the architect stat high sensitive troponin-I assay. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 95417un22 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 95417un22. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 95417un22 was identified.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for a patient. The following data was provided (customer¿s reference range: 0-0.028 ng/ml): sample ID (B)(6) 2022 initial result = 0.131 ng/ml, repeat on a different analyzer = <0.010 ng/ml. No impact to patient management was provided.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.